Event description:
It was reported that during an implant procedure, the atrial lead used would not fit into the device header. Malfunction was alleged on the device. The device was successfully exchanged. No adverse patient consequences were reported.